Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a test failure alarm. Blood glucose value is unknown. Customer stated the alarm did not occur during the rewind/prime sequence. Customer was able to rewind and prime but after doing that he stated received this alarm 2 times in the last 2 days. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was programmed and monitored for 1 day. No unexpected max delivery or a44 alarms noted. The safety feature max delivery alarm is functioning properly. However, the insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.